Event description:
Patient reported obtaining back-to-back blood glucose results of 483 mg/dl and 103 mg/dl, while using the suspect device. Patient indicated that no action was taken based on the device results. No patient injury was reported, and no treatment was received. Patient noted that his hands had not been washed prior to the first blood glucose test. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product, and replacement product was shipped.